Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: a 20039e sample was received for investigation with an opened packaging from lot 20045709. Additionally an angel 5ml syringe was received connected to the sample to assist the investigation. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by flushing it with the syringe as received; no occlusion or flow restrictions were identified. A visual inspection of the syringe's male luer identified some flash at the inner edge of the male luer. The 20039e sample was then connected to a 10ml bd luer slip syringe and a 50ml bd plastipak syringe from retained stock and flushed with fluid; again no occlusion was identified during testing. A review of the production records for lot 20045709 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime easily due to flow issues. The following information was provided by the initial reporter: "can¿t priming easily".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime easily due to flow issues. The following information was provided by the initial reporter: "can¿t priming easily."